Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised as no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that 7 years after the implantation doctor suspect a implant breakage and a revision surgery is already planned.

Event description:
No event update.

Manufacturer narrative:
Concomitant medical products: ref#: 01.00402.065 item: revitan prox. Cylindrical 65 lot#: 2598521, ref#: 00877503602 item: biolox delta head 12/14 36x0 lot#: 2580736, ref#: 0100013712 item: dural alpha insert neutr ll/36 lot#: 2600875. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: stem fracture review of event description: the hospital reported the case to bfarm on (B)(6) 2018. The event description section states that a cementless total hip endoprosthesis was implanted on the right side in 2008. In 2011 the stem and inlay were revised due to stem loosening and a revitan stem was implanted. Since (B)(6) 2018 there was pain in the right hip and thigh. A CT was made and revealed loosening. An x-ray check taken on (B)(6) 2018 showed a fracture of the connection pin of the revitan stem. Review of received data: - a jpeg image of an ap x-ray without date or patient identification data was received. The x-ray shows a revitan stem with the proximal part slightly tilted to medial. On the lateral side of the proximal stem part a gap is seen. The latter is bordered by a sclerotic line on the bone side. Medially to the distal two thirds of the proximal stem part a gap can be observed which is also bordered on the bone side by a sclerotic line. The gap and the sclerotic line extend slightly to the proximal region of the distal stem part. There seems to be a radiolucent area laterally to the distal stem part. The tip of the distal stem part is not visible. - surgical report from (B)(6) 2008: the report concerns the primary implantation of a 56 mm cup, mayo hip stem, pe insert and 36 mm ceramic head due to coxarthrosis of the right hip. As it is not containing information that would affect the results of this investigation the report is not further summarized. The surgery was performed using a minimal invasive anterolateral approach. Surgical report from (B)(6) 2011: indication: loosening of the stem, right hip procedure: using a minimally invasive technique the right hip is opened through the old incision which is extended approximately 3 cm to proximal. The neocapsule is massively thickened. It is opened and serous effusion drains. After resection of the neocapsule, the hip can be dislocated. The ceramic head is removed and the mayo stem is exposed. It is overgrown by connective tissue. After removal of the latter, the stem can be easily removed. The stem was clearly loose. The cup is exposed. The inlay is slightly worn and therefore removed. The cup itself is firmly anchored and cannot be loosened. Therefore it is not revised. An original polyethylene insert size 36 is inserted and protected with a compress. The femur is gradually drilled until a diameter of 18 mm. There is a good anchoring capability in the isthmus region. The femur is progressively reamed using the curved revitan rasps from 14 to 20 mm. The curved 20 mm rasp shows excellent clamping in the femur. A proximal trial component size 65 and a head size 36m are placed. The reduction shows that there is still a minimal leg shortening on the right side. This is intentionally because the patient has an arthrodesis of the right ankle joint. There was already a leg shortening pre-operatively. Inspection of the hip joint shows stable ligaments, free movement without dislocation tendency. Therefore, the cementless revitan stem, analog to the trial prosthesis, is inserted. A ceramic head size 36m is placed. The hip is reduced and checked again. The result is as good as before. Copious washing and another check for the cessation of bleeding is made. A gentamycin sponge is introduced. Redon drains are placed and the wound is closed. - a scan copy of a page with affixed product stickers dated 07 jul 2011 was received devices analysis: - visual examination: the connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 1 to 2 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The fracture surfaces show a fatigue fracture starting from the lateral side. The medial end of the fracture surfaces is polished to a shine. Slight polishing can be observed around the edges of the fracture surfaces. On the distal fracture surface several scratches can be seen as well. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. On the proximal part of the revitan stem several scratches and nicks can be observed. These derived most probably from the revision surgery. There are no signs of bone ongrowth on the anchoring surface of the proximal stem part. On the proximal fracture part of the connection pin there is an approximately half circumferential stripe revealing surface changes adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope (leica mz16 a) revealed polishing, smeared material and fretting. Adjacent to the stripe joins the original surface followed by the blasted area. On the distal part of the revitan stem bone attachments are visible. Removal damage in the form of scratches and instrument marks can be recognized on the anchoring surface as well as on the face surface . Slight metallic smearing can be noticed on the articulation surface and on the bottom bevel of the head. This derived probably from the revision surgery. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion summary: the revitan stem was revised after approximately 7 years and 2 months in vivo because of its fracture. The latter occurred due to fatigue in the non-blasted area of the connection pin some millimetres below the proximal end of the distal part. The fracture started on the lateral side of the pin. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is a half circumferential stripe revealing a mixture of surface changes. It is unknown if these surface changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed on the distal part of the revitan stem but not on the proximal part. On the undated x-ray, which was probably taken just before the revision surgery, gaps can be seen on the lateral and medial side of the proximal part of the revitan stem which are bordered on the bone side by a sclerotic line. This could possibly point to a suboptimal proximal bone support. If this bone support was missing already a longer time before the fracture, this probably could have contributed to the fracture. However, as the x-ray follow-up is not at hand, the bone situation immediately after the implantation and how it developed over time in vivo stays unknown. Further, with no patient information at hand (e.g. Age, bmi, behavior (level of physical activity), complete medical history etc.) Any influencing factors that may result from it remain unknown. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential pin breakages of the revitan revision hip system in the future. Zimmer gmbh decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer biomet's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted with revitan dist. Curved uncemented 20/140. Subsequently, the patient underwent revision surgery due to pain and implant fracture.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: device numbers. Event update. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4).